Event description:
A caller reported an issue characterized by a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, which involved a complete pump reset. After the reset, the issue was resolved, and the customer successfully started their sensor session.